Event description:
The patient contacted animas on (B)(6) 2012 alleging that for the past three weeks the up arrow button was intermittently unresponsive and required presses in a specific spot to elicit a response. The patient alleged that the up arrow keypad button was now completely unresponsive. There is no reported damage or moisture to the pump. The patient reportedly wore the pump on a clip in a pocket and cleaned the pump with a baby wipe. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast, ok and down arrow buttons were responsive. The up arrow button was unresponsive. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.